Event description:
Boston scientific received information that, shortly after implant, high out of range pacing impedance measurements were observed in the right atrium (ra). There was also note of loss of capture (loc) and increased threshold measurements. This patient did have an underlying rhythm, so was not symptomatic to the ra loc. Testing the ra lead in unipolar revealed a normal impedance of 420 ohms, p-wave of 1.4mv and a capture threshold of 0.4v, therefore underinsertion of the lead in the ra port was suspected. The decision was made to reprogram the device by splitting ra lead polarity (unipolar pacing/bipolar sensing). There was no plan to intervene any further regarding this issue. This patient will receive normal follow-ups. There were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker remains in service. At this time there is no additional information. Should additional information become available this report will be updated.